Event description:
Info rec'd indicates the brakes work fine, but the brake caster continues to ratchet from side to side.

Manufacturer narrative:
The technician found the brake caster was worn. He replaced the brake caster to repair the bed.